Manufacturer narrative:
Although no injuries or unacceptable risks to the patient were reported, (B)(6) considers this case a "reportable malfunction" due to a similar incident being reported as a "serious injury" in the past two years.

Event description:
It was reported that during a procedure, the customer complained that the screen went black and the brush could not be pushed through the endoscope. However, the scheduled procedure was completed after a 10-minute delay using a backup device. No injuries or unacceptable risks were reported.